Event description:
Reportedly, the subject lead was prophylactically replaced citing the isoline field safety notice (fsn), issue on (B)(6) 2013, and in consideration of infection and risk and the pt's age associated to lead extraction. Another lead was implanted. Note that this fsn was reported to the FDA with reference number: 1000165971-02/08/13-001-r.

Manufacturer narrative:
(B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.